Event description:
9/4/92 a feeding gastrostomy tube was placed in the patient. On the same day, the patient began experiencing pain when the tube was irrigated. The tube was found to have a burst balloon. This necessitated a return to or for a replacement tube at a different site on 9/9/92 after ensuring the patient had no resulting infectiondevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: other. Results of evaluation: component failure, balloon. Conclusion: device failure directly contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded. The device was destroyed/disposed of.